Manufacturer narrative:
EXEMPTION NUMBER: E2014038 . TOTAL NUMBER OF EVENTS BEING SUMMARIZED: (B)(4) UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC INDEPENDENT OF THE REGISTRY OR TO THE FDA'S MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE EVENT DATE LISTED ON THIS FORM IS THE FIRST OF THE YEAR OF THE QUARTERLY REPORTING PERIOD.

Event description:
MEDTRONIC RECEIVED INFORMATION VIA A THIRD-PARTY REGISTRY TITLED: THE SOCIETY OF THORACIC SURGEONS (STS)/AMERICAN COLLEGE OF CARDIOLOGY (ACC) TRANSCATHETER VALVE THERAPY (TVT) REGISTRY. THE INFORMATION WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES IN THE FILE.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 - JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2015 THE ATTACHED UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IT WAS REPORTED THAT AN OCCLUSION ALARM OCCURRED. CUSTOMER CHANGED SUPPLIES TO ADDRESS THE OCCLUSION ALARM AND SUCCESSFULLY RESUMED INSULIN. CUSTOMER'S BLOOD GLUCOSE LEVEL WAS 150 MG/DL.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 - JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
REPORTING PERIOD: JANUARY 2014 - JUNE 15, 2015 THE UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED (B)(6) PATIENT COMPLAINTS WITH A SERIOUS INJURY STATUS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 . QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015). A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORT. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORT. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORT. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORT. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED. (B)(4).

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q2 2015 (APRIL 1, 2015 ¿ JUNE 30, 2015) THE UPDATED SPREADSHEET CONTAINS CORRECTED INFORMATION FOR A PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORT. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701009510-59759-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-59759-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-1304855-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C62917;701009510-1348562-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-1358757-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-1358757-20-1,S,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-1595031-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-2037486-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-2037486-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-2164095-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-2264068-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701009510-2651552-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-2704311-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-2772422-20,I,SI,62,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-2772422-20-1,S,SI,67,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701009510-2876172-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-2886582-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701009510-2886582-20-1,S,SI,67,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269 ;701009510-2922444-20,I,SI,89,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2922444-20-1,S,SI,232,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2932354-20,I,SI,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-2934908-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-2935981-20,I,SI,302,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2935981-20,S,,,,,;701009510-2942874-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701009510-2944788-20,I,SI,218,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-2944788-20-1,S,SI,404,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-2945152-20,I,SI,207,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-2945152-20,S,,,,,;701009510-2946685-20,I,SI,258,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-2955858-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62917;701009510-2963447-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-2963447-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-2973959-20,I,SI,62,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-2976694-20,I,SI,210,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA; MCS-P3-31-AOA ,C76126 ;701009510-2981326-20,I,SI,316,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126 ;701009510-2986730-20,I,SI,58,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-2993424-20,I,SI,405,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3002483-20,I,SI,153,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126 ;701009510-3004994-20,I,SI,22,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3005283-20,I,SI,162,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3005335-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3005335-20-1,S,SI,55,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701009510-3017474-20,I,SI,202,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3020093-20,I,SI,254,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126 ;701009510-3023801-20,I,SI,224,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126 ;701009510-3040924-20,I,SI,208,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126 ;701009510-3041389-20,I,SI,312,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3041755-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3042855-20,I,SI,71,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3042855-20,S,,,,,;701009510-3042855-20-1,S,SI,275,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3050100-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3050100-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3055373-20,I,SI,322,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126 ;701009510-3055373-20,S,SI,,,,;701009510-3071107-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3076580-20,I,SI,98,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3078840-20,I,SI,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C62876;C64343;701009510-3083061-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA or MCS-P3-29-AOA ,C53269;701009510-3084054-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3087183-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3129557-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3129557-20,S,,,,,;701009510-3129557-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126 ;701009510-3129557-20-1,S,,,,,;701009510-3129557-20-2,S,SI,Unknown,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701009510-3129557-20-2,S,,,,,;701009510-3136044-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3136540-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3136729-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3136729-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126 ;701009510-3137141-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3139623-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3139623-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3139661-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3143902-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3143958-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3145896-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3150537-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3160745-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3180440-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3196983-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3205724-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3205724-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701009510-3217839-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3226430-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3226430-20-1,S,SI,100,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3236390-20,I,SI,224,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3236390-20-1,S,SI,335,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3238825-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3240959-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3240959-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3252908-20,I,SI,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3278050-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3283691-20,I,SI,61,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3285920-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3286241-20,I,SI,29,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3292630-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3293333-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3294191-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3296982-20,I,SI,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3298625-20,I,SI,19,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3298625-20-1,S,SI,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3298844-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3300229-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3300229-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3301431-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3301431-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3301431-20-2,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3303203-20,I,SI,66,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3303203-20,S,,,,,;701009510-3303814-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3305888-20,I,SI,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3305888-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3305907-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3306719-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3306872-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3306872-20,S,,,,,;701009510-3306872-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3306872-20-1,S,,,,,;701009510-3311021-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3312551-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126 ;701009510-3313768-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3314828-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3316530-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3316621-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;C64343;701009510-3316621-20-1,S,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701009510-3316660-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3316660-20,S,,,,,;701009510-3316660-20-1,S,SI,42,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3318249-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C53269;701009510-3321878-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3322687-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3322687-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3322693-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3323525-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3324744-20,I,SI,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3325986-20,I,SI,38,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3326025-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3326156-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3326591-20,I,SI,43,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3326646-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3327280-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3327788-20,I,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3327788-20,S,,,,MCS-P3-29-AOA ,;701009510-3327788-20-1,S,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3327788-20-1,S,,,,MCS-P3-29-AOA ,;701009510-3327788-20-2,S,SI,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3327788-20-2,S,,,,MCS-P3-29-AOA ,;701009510-3328208-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3328254-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3328254-20,S,SI,,,,;701009510-3329530-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3330427-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3331325-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3332159-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3332463-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3333685-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3335350-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3336293-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3336702-20,I,SI,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3336809-20,I,SI,44,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3337914-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3338342-20,I,SI,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3338548-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3338758-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3339060-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3339253-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3341010-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3341010-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3341732-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3343351-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3343351-20,S,,,,,;701009510-3343421-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3343421-20-2,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3343781-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3343929-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3343999-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3344553-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3345944-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3346483-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269 ;701009510-3347190-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3348279-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3348280-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3348298-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3348298-20-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3348409-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3349454-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3349740-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3350209-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3350221-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3350458-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3350500-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3350741-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3351048-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3351085-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3351100-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3351117-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3351117-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3351117-20-2,S,SI,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3351422-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3351681-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3351708-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3351947-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3352046-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701009510-3352046-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3352206-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3352625-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3352625-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3352625-20-2,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3352795-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3352795-20-1,S,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3353132-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3353414-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3353509-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3354192-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3354315-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA; MCS-P3-29-AOA,C53269;C64343;701009510-3354504-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3354880-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3354880-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3355022-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3355229-20,I,SI,52,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3355315-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;701009510-3355315-20,S,,,,,;701009510-3355315-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3355315-20-1,S,,,,,;701009510-3355315-20-1,S,,,,,;701009510-3355501-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3355999-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3356033-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA; MCS-P3-26-AOA,C76126;701009510-3356169-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3356317-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3356357-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3356447-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3356509-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3356509-20-1,S,SI,17,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3356687-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3356817-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3357021-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3357335-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3357335-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3357833-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3358833-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3359384-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3359451-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62917;701009510-3359451-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701009510-3359567-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3360128-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3360128-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C76126;701009510-3360128-20-1,S,,,,,;701009510-3360730-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3360789-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3360789-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3360850-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3360850-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3361030-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3361535-20,I,SI,22,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3361632-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3362040-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3362040-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701009510-3362040-20-1,S,,,,,;701009510-3362145-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3362145-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3362563-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3362618-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3362805-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701009510-3362805-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701009510-3362822-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3362822-20,S,,,,,;701009510-3362822-20,S,,,,,;701009510-3362989-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3362989-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3363011-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3363442-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3363659-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3363912-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3364478-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3364602-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3364888-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3364888-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3364888-20-2,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3365537-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3365588-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3365602-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C62917;701009510-3365602-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3365636-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-23-AOA,C53269;701009510-3365663-20,I,SI,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3365998-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3366035-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3366277-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C53269;C64343;701009510-3366371-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269 ;701009510-3366499-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3366573-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3366786-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701009510-3366786-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3367023-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;701009510-3367023-20,S,,,,,;701009510-3367023-20,S,,,,,;701009510-3367023-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3367023-20-1,S,,,,,;701009510-3367043-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3367096-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3367201-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3367201-20,S,,,,,;701009510-3367201-20,S,,,,,;701009510-3367208-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3367208-20-1,S,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3367481-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3367495-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3367536-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3367595-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;701009510-3367595-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3368077-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3368123-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3368847-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3369387-20,I,SI,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3369636-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62917;701009510-3369636-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3369721-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3370310-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C53269;701009510-3370310-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C76126;701009510-3370327-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3370351-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3370393-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3370819-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C53269;C64343;701009510-3370897-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3371269-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3371269-20,S,,,,MCS-P3-29-AOA ,;701009510-3371269-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3371433-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62917;701009510-3371433-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701009510-3371433-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C64343 ;701009510-3371884-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701009510-3372023-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3372028-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3372141-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3372174-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3372174-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3372252-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3372252-20-1,S,SI,Unknown,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US; MCS-P3-29-AOA-US,C62876;701009510-3372370-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3372591-20,I,SI,Incorrectly reported by registry.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3372773-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3373026-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3373148-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3373249-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3373249-20,S,,,,,;701009510-3373391-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3373742-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3373742-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3373751-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3374058-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3374083-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3374427-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3374496-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3374535-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3374741-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA; MCS-P3-29-AOA ,C53269;C64343 ;701009510-3375102-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3375138-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;C64343;701009510-3375484-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126 ;701009510-3375764-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3375800-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3375880-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;C64343;701009510-3376098-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3376582-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3376942-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3376942-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3377553-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3377565-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3377886-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3377886-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3378270-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701009510-3378270-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3378379-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3378657-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3378956-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3379037-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;C64343;701009510-3379331-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3379331-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3379735-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3380142-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3380274-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3380301-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;C64343;701009510-3380436-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3380436-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3380544-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3380726-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3380831-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3380831-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3380843-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3380901-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3381000-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3381195-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US; MCS-P4-23-AOA-US,C53269;C64343;701009510-3381195-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US; MCS-P4-23-AOA-US ,C76126;701009510-3381351-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3381404-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3381404-20-1,S,SI,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3381890-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3381890-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3382116-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3382367-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3382379-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3382451-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3382804-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3383190-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3383513-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3383534-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3383641-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3383641-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126 ;701009510-3383641-20-2,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269 ;701009510-3383641-20-3,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701009510-3383685-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3384384-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3384654-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3384822-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3384919-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3385003-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA ,C76126;701009510-3385192-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3385792-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3385792-20-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3385792-20-2,S,SI,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3386144-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3386372-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3386522-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3386642-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3386642-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3386803-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3387323-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3387443-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3387443-20,S,,,,,;701009510-3387443-20,S,,,,,;701009510-3387483-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701009510-3387766-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3387789-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3388026-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3388042-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3388065-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3388065-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3388190-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3388277-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3388434-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3389048-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3389077-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3389113-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3389193-20,I,SI,34,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3389291-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3389700-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3390415-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3390455-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3390706-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3390755-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3390783-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3391144-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3391312-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3391371-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3391432-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3391432-20,S,SI,,,,;701009510-3391546-20,I,SI,21,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C62876;701009510-3391667-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701009510-3391870-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3392369-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3392384-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3392503-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3392503-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3392555-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3392602-20,I,SI,43,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126 ;701009510-3392845-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3392852-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3392852-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126 ;701009510-3393038-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3393038-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3393169-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3393291-20,I,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3393511-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3393615-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3393647-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3393647-20,S,,,,,;701009510-3393757-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3393962-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3394412-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3394705-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3394715-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3394753-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3394925-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3395141-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3395163-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;701009510-3395163-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126 ;701009510-3395200-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3395222-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701009510-3395328-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3395328-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3395525-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3397180-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3397225-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;C64343;701009510-3397481-20,I,SI,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3397633-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3397914-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3398237-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3398300-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3399224-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343 ;701009510-3399263-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343 ;701009510-3400129-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3401000-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3401427-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3401427-20,S,,,,,;701009510-3401427-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;,,,,,,;701009510-3401765-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3401982-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126 ;701009510-3401982-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3402160-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3402232-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3402815-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3402836-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C76126;701009510-3403019-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3403163-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3403258-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3403258-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3403369-20,I,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3403451-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3403706-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3403922-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3404516-20,I,SI,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3405082-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3405082-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3405138-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3405276-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701009510-3405276-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3405354-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3405491-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3405528-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3405613-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3405677-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3405692-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;701009510-3405692-20,S,SI,,,,;701009510-3405706-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3405735-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343 ;701009510-3405845-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3405852-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3405920-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3405945-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3406720-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3406745-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3406773-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3406773-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3406927-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3407043-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3407076-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3407214-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3407344-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3407466-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3407513-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3407530-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3407739-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3408041-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3408041-20-1,S,SI,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3408488-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3408488-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3408919-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3409346-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3409525-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3409577-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;C64343;701009510-3409579-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269 ;701009510-3409706-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3409801-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3410030-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3410030-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3410440-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3410708-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3410843-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3410843-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3411124-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3411274-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3411410-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3411726-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3411726-20-1,S,SI,27,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3412399-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3412698-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US; MCS-P3-29-AOA-US,C62917;701009510-3412698-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US; MCS-P3-29-AOA-US,C62917;701009510-3412770-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3412901-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3413010-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3413289-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3413289-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3413408-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;C64343;701009510-3413602-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C62917;701009510-3413818-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62876;701009510-3413818-20,S,,,,,;701009510-3413993-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3413993-20-1,S,SI,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3414000-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3414006-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3414022-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3414028-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3414086-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3414169-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3414221-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3414506-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3414581-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3414695-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3414780-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126 ;701009510-3414789-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3414816-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3414816-20,S,,,,,;701009510-3414824-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701009510-3414833-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3414833-20-1,S,SI,26,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3414847-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3414982-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269 ;701009510-3415012-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3415243-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3415345-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3415366-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3415390-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C53269;701009510-3415584-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3415653-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3415667-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3415805-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3415805-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3415966-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3416439-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3416580-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3416732-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3416752-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3416752-20,S,,1,,,;701009510-3416753-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3416886-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3416893-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3417015-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3417019-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3417374-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3418023-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3418077-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3418384-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3418928-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3419011-20,I,SI,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3419087-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3419371-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3419823-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3419823-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3419824-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3420035-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3420140-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3420259-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3420497-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3420523-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3421061-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3421153-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;C64343;701009510-3421285-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3421285-20,S,SI,,,,;701009510-3421285-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3421285-20-1,S,SI,,,,;701009510-3421345-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3421345-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3421547-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3421710-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3421879-20,I,SI,29,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701009510-3421879-20-1,S,SI,46,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62876;701009510-3422412-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3422588-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3422627-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3422923-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C62917;701009510-3422923-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3423300-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3423300-20,S,,,,,;701009510-3423354-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3423482-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3423482-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;C64343;701009510-3423596-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3423596-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3423596-20-2,S,SI,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3424403-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3424846-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3425050-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3425060-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3425151-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3425348-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3425577-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3425741-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3426031-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;C64343;701009510-3426031-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3426136-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3426351-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3426423-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3426543-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3426779-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3427077-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3427166-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3427492-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3427588-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3427759-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C62917;701009510-3427770-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3428430-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3428434-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3428729-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C62917;C64343;701009510-3428729-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3428746-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3428921-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3429295-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C76126;701009510-3429394-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3429420-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3429459-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;C64343;701009510-3429459-20,S,,,,,;701009510-3430563-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343 ;701009510-3430585-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3430585-20-1,S,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269 ;701009510-3430622-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3430756-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C53269;701009510-3430999-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C53269;701009510-3431160-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3431160-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C76126;701009510-3431867-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3431878-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343 ;701009510-3432248-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3432278-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3432326-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3432326-20,S,,,,,;701009510-3432326-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;,,,,,,;701009510-3432563-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3433148-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3433175-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3433323-20,I,SI,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3433702-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3433737-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3434174-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3434245-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3434245-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3434283-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3434357-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3434357-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3434367-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3434427-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3434874-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3434874-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126 ;701009510-3434874-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C53269;701009510-3435094-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3435150-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3435599-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3436180-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3436202-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3436202-20-1,S,SI,36,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3436278-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3436793-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3436793-20,S,,,,,;701009510-3436831-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3436885-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3437521-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3437592-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3437691-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3437786-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;701009510-3437786-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3438085-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126 ;701009510-3438447-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3438519-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3438765-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3438790-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C76126;701009510-3438970-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3439740-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3439872-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C76126;701009510-3440609-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3440867-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3440867-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3440967-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US ,C76126;701009510-3441463-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3441463-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3441539-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C76126;701009510-3442282-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA ,C76126;701009510-3442680-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3442680-20-1,S,SI,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3442730-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3443124-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3443697-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US ,C53269;701009510-3443697-20,S,,,,,;701009510-3444035-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3444258-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3444586-20,I,SI,30,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C62876;701009510-3444764-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3444764-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C53269;701009510-3445144-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US ,C76126;701009510-3445187-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C62917;701009510-3445568-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3446173-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3446480-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C53269;C64343;701009510-3446480-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3446480-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3446480-20-2,S,,,,,;701009510-3446518-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA ,C76126;701009510-3446597-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126;701009510-3446604-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C76126;701009510-3446680-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA ,C76126;701009510-3446680-20,S,SI,,,,;701009510-3446834-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C76126;701009510-3446834-20,S,,,,,;701009510-3447344-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US ,C76126